Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system is producing uninterpretable images that can only be cleared by rebooting the system. No pt injury was reported.